Event description:
Xref maude report: (B)(4). "The patient (pt) had a routine tracheostomy change and tolerated it without incident. On (B)(6) 2012, the pt was on a tracheostomy collar during a period of ventilator weaning. He experienced increased work of breathing and decreased oxygen saturation. The respiratory therapist (rt) was in the pt's room and placed the pt back on the ventilator. The tube was changed and it was noted that the cuff was ruptured. The pt tolerated the change without incident. Approx 24 hours later, the pt again experienced increased work of breathing. He was returned to the ventilator. The ventilator continued to alarm for low pressure. The cuff was inflated manually then it quickly deflated on its own. The tube was immediately replaced and the low ventilator alarm stopped. The pt tolerated the change without incident. The old tube was examined and it was noted that the cuff was ruptured. Approximately 15 minutes later, the rt responded to the ventilator alarm and found the pt with neck swelling and the ventilator alarming for high pressure. The pt was taken off of the ventilator and manually ventilated. The rt noted significant resistance and difficulty manually ventilating. The pt became unresponsive, his condition deteriorated and resuscitative efforts were started. An attempt was made to change the tube and efforts were unsuccessful. In addition, resuscitative efforts were unsuccessful. Resuscitation efforts were discontinued and the pt was pronounced dead."

Manufacturer narrative:
No sample available for investigation.